Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not returned for service. The database showed no quality notifications were opened for the device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi- 8015 unit. Customer (B)(4) called in for further help on 8015 unit he get error code 133-6080 which is the backup speaker needs to be replaced. He had replace the backup speaker before call in for help. The next steps on the unit will be the power supply board or logic board on the unit. If you replace both boards and does not resolve the issue you will need to send unit in for repair.